Manufacturer narrative:
The hospital has not accepted the evaluation or repair of the unit. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was not delivering the requested level of o2. There was no report of patient involvement.